Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage from the mz threaded connector could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5304 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
No additional information was provided: material#: mz5304, batch#: unknown. It was reported by the customer that maxzero¿s leaking from the threaded connector. Rcc received complaint via email. (B)(6) center has been dealing with an increasing number of maxzero¿s leaking from the threaded connector. It was first witnessed a couple of months ago primarily in our 13192 // mz5304 short extension set standard bore. We have tried a couple different lot codes, but we have multiple departments such as our pacu and infusion services teams reporting a different feel in the connection and increased reports of blood leaking from the connector. Do you know if there has been a change in the manufacturing and are there other reports of leaks? Response received on 18-oct-2023: 1. It was reported that multiple lots were involved. Are you able to provide the lot number with associated defect? No, we did not track the lot changes. 2. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? If so, what was the patient outcome? Yes, no patient harm, leak detected and tubing sets removed and replaced. 3. Was there any adverse event or serious injury involved? No serious injury, however, exposure to blood or hazardous meds generated. 4. What type of procedure was being performed? Various infusions frequently noted by pari-anesthesia team (pacu) and infusion center. 5. What type of solution/medication was leaking? Chemo medication was noted in one incident, others were not captured. 6. Was the procedure completed as planned? Yes. 7. How was the issue being resolved? Remove and replace during each occurrence. 8. Is sample available to be returned for investigation? I don't have a current sample. 9. Is any photo of incident able to be provide? No. 10. It was mentioned that " it was first witnessed a couple of months ago primarily in our 13192 // mz5304 short extension set standard bore". Could you please confirm if previous occurrences have been reported to bd before? I am not aware of any formal reports being communicated to bd previous to this report. A. If yes, please provide the complaint number. B. If no, are you able to provide the date of incident(s)? No, I do not have recorded events. We will be tracking moving forward.

Event description:
It was reported while using bd maxzero¿ extension set, removable maxzero¿ needle-free connector leakage occurred there was no report of patient impact. The following information was provided by the initial reporter: valley medical center has been dealing with an increasing number of maxzero¿s leaking from the threaded connector. It was first witnessed a couple of months ago primarily in our 13192 // mz5304 short extension set standard bore. We have tried a couple different lot codes, but we have multiple departments such as our pacu and infusion services teams reporting a different feel in the connection and increased reports of blood leaking from the connector.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.